Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user to cycle power. Power was cycled. Subsequently, the unit went into a system malfunction. The clinician reportedly switched to manual mode of ventilation to complete the case. There was no reported patient injury.